Event description:
It was reported that two days post implant, the patient's right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. It was also reported that the patient's right ventricular (rv) lead exhibited undersensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).